Manufacturer narrative:
Qc is performing within the customer's established ranges. The customer has implemented a new protocol for processing elevated accutni results. The procedure is to re-centrifuge and re-run every initial troponin result greater than 0.06ng/ml. The customer did not report any instrument malfunctions or an increase in the occurrence of elevated accutni results. The customer did not request service.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the access 2 immunoassay system for an unknown number of patients. Repeat testing produced lower results within the normal reference range. The actual patient results were not provided by the customer. The customer did not receive any report of death, injury or change to patient treatment attributed to or connected to this event.